Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the left ventricular lead exhibited loss of capture. An x-ray showed the lead had dislodged into the vena cava superior. The lead was explanted and replaced on (B)(6) 2014. No adverse consequences occurred to the patient.